Event description:
Hi, I have done a lasik on (B)(6) 2017, it didn't go well after the surgery. I have astigmatism in my both eyes and in (B)(6) 2018 I have got eye floaters in my both eyes. Dr didn't give any instructions to take care of my eyes for a longer period. Dr's name: dr (B)(6); (B)(6).